Event description:
Pt alleged that the meter would not power on. The meter had not powered on for a few days when the pt began to experience symptoms of frequent urination. They continued to take their set amount of insulin. They stated that on the day of the event (date unknown) they attempted to test on the meter but was still unable to. They were taken to the hosp and their blood sugar was tested with a result of "hi". They were treated with insulin and released when their blood sugar level decreased. This event occurred 3 months ago. The issue with the meter was not resolved. The meter is being replaced for the pt. No further info has been provided.